Manufacturer narrative:
(B)(4). Method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to pt condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible except where host tissue extended on the inflow. A tear through the free margin and lunula of the left cusp adjacent to the left right commissure appeared to be due to wear on the bias cloth. A tear and abrasions in the lunula of the left cusp adjacent to the non-coronary left commissure also appeared to be due to contact with the bias cloth. Tissue deterioration in the lunula of the right cusp adjacent to the left right commissure are likely due to mineralization and may have increased in size during explant. Tissue deterioration due to mineralization was noted in the left right commissure. Glistening off-white pannus remained attached to the existing sewing ring on the inflow extending over the tissue and base stitching, into left right and right non-coronary inferior coaptive areas and 1 to 3 mm onto all cusps reducing the inflow orifice area. An unk amount of pannus appeared to have been removed during explant. Radiography showed mineralization along the margin of attachment of the left cusp and in the left right commissure. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to mineralization and host tissue overgrowth. These findings are generally considered a pt related condition.

Event description:
Medtronic received info that this bioprosthetic valve, implanted almost 5 years, was explanted. Pannus was identified on the inflow at explant. There were no adverse pt effects reported.